Event description:
Patient brought into clinic today due to noise on rv lead found on hm report starting on (B)(6) 2022. Easily reproducible. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022 lead was capped due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.